Event description:
A pt in developed a corneal ulcer in the right eye while wearing acuvue lenses. The ulcer was rpeorted to be located at 4:30 and less than imm in diameter. The pt's treating doctor reported that the pt's corneal ulcer was positive for acanthamoeba. The treating doctor rpeorted that in his opinion this ulcer was due to the pt's poor compliance. The pt was treated with the following. Neomicina 1% (1 drop 4 times a day for 1 week) - cetoconazol 200 mg (1 pull every 12 hours) izotianato de propamidina 0, 1% (drop every hour while awake for a month, dibromopropamidina 0, 15% (ointment) wear in the right eye before sleep the treating doctor reported that the corneal ulcer has resolved. No additional information is available.